Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, the device alarmed. The doctor did a diagnostic hysteroscopy and a perforation was suspected in the uterus. The uterus was very anteverted and the surgeon opines that due to the anatomical shape of the cavity, he probably caused a small perforation in the anterior wall while trying to distend the uterus and insert the diagnostic hysteroscope prior to the procedure.